Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
It was reported that a patient sustained a skin burn during a procedure with the tenex health tx system. The burn was near where the plastic case nose of the handpiece was touching the skin. The burn was classified as minor and not considered a serious injury. It was also reported that the microtip needle separated from the rest of the hand piece at the end of the procedure. The procedure was completed. It is unclear if the burn is related to the needle separation. The reporter did not indicate a connection between the two events.

Manufacturer narrative:
Follow-up report #01. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. A corrective action plan is in process.